Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The power supply voltages of the workstation and the camera were monitored and verified. The camera was unplugged and the image cleared up. The camera was replaced and calibrated. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system displayed a communication error message. No pt injury was reported.